Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2016. The la pressure at the time of the procedure was 9 mmhg. The 24mm watchman flx left atrial closure device was successfully implanted after meeting all release criteria. During a planned coronary intervention approximately 3 weeks later, it was discovered that the closure device had embolized to the descending aorta. There were no patient symptoms. Six days later, the closure device was retrieved by a percutaneous snare. The patient is currently stable.